Event description:
It was reported via medwatch that the nurse accessed patient's port with bd safestep huber needle and drew labs. When rnurse deaccessed the port, the safety mechanism engaged before the needle was fully removed. The tip of the needle was still sticking out past where the safety had locked, causing the potential for a needlestick event. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.